Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
New information was received indicating this right ventricular (rv) lead was explanted due to the oversensing. The patient was pacemaker dependent; however, no additional adverse patient effects reported. The rv lead is expected to be returned for laboratory analysis. Once the lead is returned and analyzed, this report will be updated.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited noise. The patient is symptomatic with loss of pacing. Boston scientific technical services (ts) consultant discussed options of reprogramming, v sensitivity and lead revision. There were no further adverse patient effects reported.